Event description:
This was a lead extraction case performed in the operating room to remove a malfunctioning mdt 6949 (72 months old). An arterial line was placed and fluoroscopy and tee were available throughout the case. Surgical backup and thoracotomy tray were available. The cvs used a mdt 0.016 stylet to clear the lead and tried, unsuccessfully, to retract the helix. He then prepared the lead using an lld-e and 2.0 ethibond. The extraction began using a 14f sls. He encountered heavy scarring just distal to the svc/innominate junction and decided to upsize to a 16f sls after 3929 laser pulses. The 16f sls encounter heavy scarring at the same point in the svc where the 14f stopped progressing. After about 45 seconds of laser time, the 16f sls advanced freely from the middle portion of the svc to the ra/svc junction. At this point a marked blood pressure drop was observed. The decision was made to open the chest and blood was given through the right ij. Perfusion was paged and the cvs began opening the chest within two minutes of the pressure drop. The cvs accessed the right atrium and began giving blood directly, while massaging the heart. The cvs partner scrubbed and the two physicians worked to repair the tear in the mid-svc while massaging the heart. Approx 45 minutes after the pressure drop was observed, perfusion got the pt on the pump. Over the next several hours, the tear was repaired, the heart restarted, and the pt was taken off the pump. Pt was taken to the ICU. Current status of pt is unk. No devices were retained for return engineering analysis.

Manufacturer narrative:
During an internal review of this complaint on (B)(4) 2012, it was noted that a follow-up MDR was not filed to report a change in patient status. On (B)(4) 2011, (B)(4) was notified that the patient did not survive the surgery. The exact date and cause of the patient death remains unknown.